Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic relaxation with rectocele and cystocele. The patient underwent a concurrent procedure of obtryx trans-obturator mid-urethral sling system (boston scientific corp) implantation due to stress urinary incontinence during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and significant symptomatic pelvic floor relaxation. It was reported that the patient had a concurrent procedure of an anterior colporrhaphy and posterior colporrhaphy performed during mesh implantation. It was reported that the patient underwent urethrolysis and placement of transobturator midureteral sling on (B)(6) 2010 due to stress urinary incontinence and incomplete bladder emptying. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).